Event description:
It was reported that the tip of the lag screw reamer broke off in the femoral head during surgery. Piece was retrieved and discarded. Incident delayed the surgery over thirty minutes. Patient outcome: no adverse effect reported as a result of this event.